Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the adhesive of the distal lens of the duodenovideoscope was chipped. Based on the results of the investigation, the probable root cause is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the adhesive of the distal lens of the duodenovideoscope was chipped. There was no patient involvement.